Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm did not alarm. The ventilator was in use on a patient and there was no patient harm reported. The manufacturer's service technician verified the customer reported problem, and reported the remote alarm connector was loose. Testing of the remote alarm failed. The service technician replaced the main board to correct the reported problem. Final testing was completed, and all applicable tests passed per operating specifications.